Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the strip quality was poor. The fse replaced the strips, which repaired the failing controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing controls for bilirubin (bil) and ketones. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.